Event description:
Info received indicates the customer believes the new set design is causing their pump to not alarm and continue to run after the set feed is done. They have switched out the pump but the issue continues.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review for reportability.